Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user disconnected from the ilet for several days after running out of insulin, attempted a supply change but did not insert the needle, then later reconnected using a contact detach set with 23-inch tubing and filled the cannula, while administering subcutaneous insulin by pen; blood glucose remained elevated with peaks over 400 mg/dl until reconnection, after which levels trended back into range. Symptoms included sweating, weakness, and lightheadedness when glucose was approximately 100 mg/dl. Outcomes included no serious injury, illness, or impairment and no medical intervention or outside assistance. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information regarding a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.